Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold. On (B)(6) 2018, the lead was explanted. The patient was discharged.

Manufacturer narrative:
Serial number identified.

Manufacturer narrative:
Correction: model number should have been 1582/65 instead of 1580; lot number should have been 0002167745 instead of blank; expiration date should have been feb 28, 2007 instead of blank; UDI should have been (B)(4) instead of blank; device manufacture date should have been feb 11, 2004 instead of blank.